Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation and error on the screen was observed. An internal software error has been detected. The issue was unlocked and resolved, and the patient condition is stable.